Event description:
It was reported that a sensor failure occurred. On 11/08/2024, it was reported that the patient experienced a sensor failure and over the past month the patient had encountered 5 sensors that failed. Two of those cause her dka which resulted her in the hospital (second event documented in (B)(4)). The patient couldn´t remember the exact dates when the sensors failed. The patient experienced dka and was hospitalized. The patient declined to provide any further information about the event. At the time of the follow up the patient was on vacation and discharged from the hospital and stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This is 1 of 2 similar events reported by the patient that occurred on two different dates. Related record: (B)(4).